Manufacturer narrative:
The reporter responded to follow-up attempts to provided patient-related information. It was also noted that the instrument was checked prior to use. If additional information is obtained a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. A log review was performed for the small grasping retractor instrument reported in this complaint (pn: 470318-10/n10190103) and the following was found: the instrument was last used on (B)(6) 2020. The instrument was on 6th life/usage of 10 for this procedure and not used for any following procedures. No error would appear for a broken instrument cable issue. A site review was conducted and no other complaints have been reported for this product. There was no photo or video provided by the site. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the jaws of the small grasping retractor instrument stopped working. A loosened wire was seen on the instrument. The procedure was completed with no reported injury.